Event description:
It was reported that the pump had an event of verified "high alarm displayed: cassette not attached properly" in ehl, error code: 45630.this event occurred during pre-test. There were no patient involvement and harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.